Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, the pacemaker exhibited far-r wave oversensing which caused inappropriate auto mode switch episodes. No intervention was reported. No additional information available.